Event description:
A nurse reported a vitrectomy probe leaking air out of the tube during a procedure. The probe was tested prior to use on the pt. The trocar was in the eye when the defect was noticed, however, the probe was not used on the pt. A new probe was taken from another pack to complete the procedure. There was no harm to the pt.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year, this is the first complaint reported for this issue. This is the first complaint reported against the finish goods lot and the device history record (DHR) shows the product was released per specs. The customer did not retain a sample for this complaint, as such functional testing could not be conducted. The root cause is unk. Without a sample, it is not possible to isolate the root cause. (B)(4).